Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer declined system check with tandem technical support. Customer reportedly changed the cartridge to address the occlusion alarm. Customer¿s blood glucose level was 266 mg/dl.